Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal end and centre of the stent were severely damaged and the stent was severely bunched and in the centre. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07960. Reportable based on device analysis completed on 24-jul-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. After observing the lesion via intravascular ultrasound (ivus), predilation was performed with a 2.0x15mm non-bsc balloon catheter. After, a 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 2.25 x 20 synergy¿ drug-eluting stent was advanced but also failed to cross the lesion. Subsequently, a new 2.25 x 20 synergy¿ drug-eluting stent was advanced and successfully completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.